Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report # (B)(4). The actual device involved in the reported incident was discarded and is not available for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: customer reported that product is leaking when radioactive isotopes are injected into the product using a needle. Customer reports prior to product change, they never had this issue. During a follow-up call to the facility, the reporter confirmed that the sample was not saved and is not available to be returned. The reporter indicated that the leakage was minimal and that there was no injury or intervention required to the patient or staff as a result of the incident.